Manufacturer narrative:
Pending engineering evaluation.

Event description:
Index surgery: (B)(6) 2015. Revision due to loosening.

Event description:
Index surgery: (B)(6) 2015. Revision due to loosening.

Manufacturer narrative:
Engineering evaluation noted that the revision was likely the result of de-bonding of the cement from the femoral and tibial components, which led to aseptic loosening. The surgeon attributes the de-bonding to the type of cement used.